Event description:
On (B)(6) 2011, an ams elevate graft was implanted "with the intention of treating" the patient for "pelvic organ prolapse and/or stress urinary incontinence." "After, and as a result of the implantation of the pelvic mesh product" the patient reportedly "suffered serious bodily injury, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. On or about (B)(6) 2011 and (B)(6) 2011, the patient had additional surgery "due to the failure of the elevate pelvic mesh product." Details of what occurred at these procedures were not provided. The report indicates the patient has "sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.